Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to flatten buttons dome switch. No button error alarm noted during testing. Insulin pump had cracked case at display window corner, minor scratches on lcd window and broken reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 171 mg/dl. The customer stated that the insulin pump may have been wedged between her body and the seat. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.